Manufacturer narrative:
The device was returned for analysis. The reported break was unable to be confirmed. The additional noted damage is likely due to operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. It is likely that the during removal of the guide wire from the dispenser coil, the guide wire brushed against the edge of the exit port of the dispense coil, triggering the teflon to scratch, causing the coils to stretch which subsequently obtained a bend in the shaping ribbon and causing the coils to become wavy. These damages may have been misinterpreted as the reported fractured tip. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use, after removing the balance middleweight (bmw) universal guide wire from the dispenser hoop, the tip was noted to be fractured. There was no damage noted to the dispenser hoop or chipboard box. The device was not used and there was no patient involvement. Another bmw universal guide wire was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.